Manufacturer narrative:
The product was explanted on (B)(6) 2019. The ICD and a fragment of the lead under complaint were returned for analysis. The lead was found cut at approximately 25cm distal to the is-1 connector pin. Only the proximal lead fragment was returned for analysis. The visual inspection of the lead fragment revealed multiple abrasion marks. In particular, the insulation was found rubbed through and the coating of the conductor cable to the rv shock coil was found damaged. At this position, arc-over marks were found on the conductor cable of the lead. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Upon receipt, the ICD was visually inspected. The inspection revealed abrasion marks as well as a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms as well as the analysis results of the lead fragment, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electronic module. Due to this damage, the ICD could not be interrogated and its memory content was not restorable. The manufacturing process for the lead and the ICD was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. The final acceptance test of the ICD proved the device functions to be as specified. There was no indication of a material or manufacturing problem of these devices.

Event description:
After an implantation period of approx. 72 months, it was reported that it was no longer possible to interrogate the device.